Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi went on site and replaced the iesu to resolve errors c-34. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal without lymphadenectomy prostatectomy surgical procedure, the site contacted intuitive surgical, inc. (Isi) technical support engineer (tse) to report an error c-34 on the integrated electrosurgical unit (iesu) generator, preventing them from activating the monopolar energy. The site did not perform any troubleshooting during the procedure. The tse reviewed error logs and found several instances of errors c-11, c-53, c-18, and c-34. The tse explained to the customer that the errors might be related to electromagnetic interferences, or the grounding pad not being correctly connected. The customer confirmed there were no other devices nearby and attempted to use a new grounding pad, which made no difference. The tse guided the customer to reboot the generator, with no improvement. The tse confirmed that they had a forcetriad generator but could not find the cable to connect it to the system. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and found to show error c-34 on the start-up and during monopolar coagulation activation. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
Refer to h10/h11 for follow-up information.